Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they have been getting air bubbles in the set and reservoirs. The customer reported that the insulin pump was vibrating harder than it did before and thinks that was causing the problem. The customer also reported broken insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.